Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ tip disposable syringe, the device was damaged/deformed which lead to a leak. The following information was provided by the initial reporter. The customer stated: saline drew up into syringe to be used for dilution with pfizer age 12+ product. When injecting saline back into pfizer vial, saline noted to be leaking from outside of syringe. Crack noted along syringe between 0.4 and 1.7 ml markers.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ tip disposable syringe, the device was damaged/deformed which lead to a leak. The following information was provided by the initial reporter. The customer stated: saline drew up into syringe to be used for dilution with pfizer age 12+ product. When injecting saline back into pfizer vial, saline noted to be leaking from outside of syringe. Crack noted along syringe between 0.4 and 1.7 ml markers.

Event description:
It was reported when using the bd luer-lok¿ tip disposable syringe, the device was damaged/deformed which lead to a leak. The following information was provided by the initial reporter. The customer stated: saline drew up into syringe to be used for dilution with pfizer age 12+ product. When injecting saline back into pfizer vial, saline noted to be leaking from outside of syringe. Crack noted along syringe between 0.4 and 1.7 ml markers.

Manufacturer narrative:
H6: investigation: one photo of a 3ml syringe (p/n 309657) was received and visually evaluated. The photo showed a loose 3ml syringe with a vertical crack from the .5ml to the 1.6ml grad line. The condition observed was non-conforming per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.